Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support there was a low flow issue coinciding with a positioning issue. Upon noticing that the pump was deflecting towards the mitral valve, troubleshooting was attempted, however the physician was unable to position the pump correctly. The pump subsequently shifted out of the ventricle into the aorta and the pump began to experience suction and low pump flow issues. Due to the ongoing flow issues, the decision was made to explant the pump. It was also noted that the impella sheath was swapped and leg was ischemic. Fem to fem bypass was performed with good flow.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. Instructions for use for the related event are as follows: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.